Event description:
During a pulm. Rehab session pt on treadmill, pt placed on full tank at 8 lpm. After 35 minutes, pt stated something is wrong. 02 sats were down to 86. Tank read 1500 psi but no flow was coming out of the tank. Pt was placed on a new tank. Tank still reads 1500 psi with nothing coming out. Tank read 0 psi the next day.